Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons had an erratic delayed response when attempting to lock and unlock the pump. The reporter noted that the ok keypad button was worn off. There was reportedly no evidence of moisture in the pump. The patient reportedly wore the pump outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no damage was observed to the keypad. All of the keypad buttons were tested and found to be responding appropriately. Testing confirmed that the pump was able to lock and unlock appropriately with no issues found. The keypad was removed and no button contact defects were found.